Event description:
A malfunction alarm was reported, with the malfunction code malf 16 and the fault ID 16-0x20e6. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump; however, the malfunction recurred. A replacement pump was sent, and the customer will use multiple daily injections as a backup therapy until the new pump arrives. The customer was instructed on how to return the defective pump using a pre-paid label.